Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the patient's minute ventilation (mv) sensor did not increase the patient's heartrate enough while biking, but was fine while running. Boston scientific technical services (ts) was contacted, and ts confirmed rate adaptive pacing was not activating while bicycling and discussed programming options. It was later reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Ts was later contacted about messages appearing for the device. This device was replaced and returned to boston scientific for analysis. No adverse patient effects were reported.

Event description:
It was reported that the patient's minute ventilation (mv) sensor did not increase the patient's heartrate enough while biking, but was fine while running. Boston scientific technical services (ts) was contacted, and ts confirmed rate adaptive pacing was not activating while bicycling and discussed programming options. It was later reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Ts was later contacted about messages appearing for the device. This device was replaced and returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient's minute ventilation (mv) sensor did not increase the patient's heartrate enough while biking, but was fine while running. Boston scientific technical services (ts) was contacted, and ts confirmed rate adaptive pacing was not activating while bicycling and discussed programming options. It was later reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Ts was later contacted about messages appearing for the device. This device will be replaced and returned to boston scientific for analysis. No adverse patient effects were reported.

Event description:
It was reported that the patient's minute ventilation (mv) sensor did not increase the patient's heartrate enough while biking, but was fine while running. Boston scientific technical services (ts) was contacted, and ts confirmed rate adaptive pacing was not activating while bicycling and discussed programming options. It was later reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device will be replaced and returned to boston scientific for analysis. No adverse patient effects were reported.